Event description:
An antenatal pt that previously tested negative for antibody screen tested positive; anti-k was identified.

Manufacturer narrative:
No sample was returned for investigation testing. Review of lot release records confirmed the presence of the k antigen on the lot of capture-r ready-screen used for testing the pt specimen. It is possible the unexpected result is due to the nature of the sample. A false negative antibody screen on a pt sample may lead to a hemolytic transfusion reaction if the pt has an antibody and is transfused with antigen positive blood.